Manufacturer narrative:
Tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing located between the stainless steel connector (this is the portion of tubing located the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "catheter broke, defective port".